Manufacturer narrative:
This event occurred between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked. The exact location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4) 2018 - (B)(4), 2018. The device was returned to the plant containing 80 ml of fluid in the bladder. Visual inspection via the naked eye shows no evidence of leak either inside or outside of the returned device. The device was found to be in its normal condition. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.